Event description:
The pump was returned to animas and was investigated by product analysis on (B)(4) 2013. Investigation found that the display screen was faded and discolored. This report is made based on the results of investigation.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump display screen was found to be faded and discolored. The display screen was replaced with a test screen and the display returned to normal. Unrelated to the display issue, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.